Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr), with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened. To stabilize the clip, a second clip, a mitraclip xt, deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the patient was stable and discharged the next day per normal treatment subsequent to the previously filed report, additional information was received: post deployment, the clip opened from roughly 20 degrees to roughly 45-60 degrees. To stabilize the clip, a second clip was deployed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr), with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, the clip opened. To stabilize the clip, a second clip, a mitraclip xt, deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. It was reported that the patient was stable and discharged the next day per normal treatment.